Event description:
(B)(4) study. It was reported that during a coronary artery stenting treatment procedure a dissection occurred. The lesion being treated was a superior mesentric artery. The patient presented to the hospital with severe abdominal pain. The patient underwent arteriogram and computed tomography arteriogram which showed super mesenteric stenosis. Following this she underwent super mesenteric stenting. A 6 x 17 mm non bsc expandable stent was deployed. Angiography after stenting, demonstrated persistent narrowing at the proximal portion of the artery even after balloon angioplasty and also a dissection of the mesenteric artery distal to the stent. A 6.0 x 17 mm express stent was then advanced and deployed into the super mesenteric artery (sma) with 2-3 mm extension into the abdominal aorta. Proximal end of the stent was flared with an 8 mm balloon. A 4 mm balloon was advanced and angioplasty of the sma distal to the stent was performed. Angiography post angioplasty showed persistent intimal flap within the artery. Multiple attempts were made to selectively catheterize the true lumen with different types of unknown wires. A completion of the angiogram of the mesenteric artery and its branches were performed and the procedure was terminated. Catheter as removed and a limited right external iliac arteriogram performed through the sheath prior to obtaining hemostasis.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).